Manufacturer narrative:
The patient is a retired rn. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the caregiver ¿touched something¿ and then ¿touched the tube¿, which led to peritonitis. The peritonitis was manifested by vomiting, diarrhea, stomach pain and cloudy effluent. The patient was not hospitalized for the peritonitis event and received unspecified antibiotic treatment at home. Dianeal therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event, ¿doing very good¿, ¿is all clear and nice now in the bag¿ and ¿no more pain¿. It was not reported if the patient or caregiver were retrained on the proper aseptic technique. No additional information is available.